Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was reported coming from the venous side. It was not noted if the machine alarmed or if test strips were used to confirm the leak. Estimated blood loss was <1cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment. Sample has not been returned to manufacturer for evaluation.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.